Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: a patient had a PICC line placed on (B)(6) 2020. The patient went to CT scan and the patient said she felt a pop and then the PICC was leaking. The user took the PICC line out and replaced it on (B)(6) 2020. The customer reports that near the top there does appear to be a hole.

Manufacturer narrative:
Qn#(B)(4). The customer returned one PICC for analysis. Signs-of-use in the form of biological material was observed on the catheter body. The catheter body was returned intentionally severed directly below the 47cm mark. The separated portion was not returned for analysis. After failing functional testing, a small hole was observed on the catheter body directly adjacent to the juncture hub. Microscopic examination confirmed the hole and revealed that the appearance of the hole is consistent with damage due to contact with sharps. The catheter body length measured 19 1/8", which indicates that at least 3.625" was severed and not returned by the customer (per the catheter graphic). The catheter body outer diameter measured .070", which is within the specification limits of .069"-.074" per the catheter extrusion graphic. To test for leaks, the catheter extension lines were tested per bs en iso-10555-1:2013. With the distal end of the catheter body occluded, the catheter extension lines were attached to the leak tester. The catheter lumens were then pressurized at 46 psi for 30 seconds. When pressurizing the distal lumen, water was observed leaking out of a small hole directly adjacent to the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "engage safety and/or locking feature of scalpel (where provided) when not in use to reduce the risk of sharps injury". The report of a leaking catheter was confirmed through complaint investigation of the returned sample. Visual and microscopic examination revealed a small hole in the catheter body directly adjacent to the juncture hub. Functional analysis confirmed that water leaks out of the hole when the distal extension line is pressurized. The catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: a patient had a PICC line placed on (B)(6) 2020. The patient went to CT scan and the patient said she felt a pop and then the PICC was leaking. The user took the PICC line out and replaced it on (B)(6) 2020. The customer reports that near the top there does appear to be a hole.